Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "alarm/faults". The reported event could not be confirmed since log file analysis did not reveal any anomalies related to the reported event during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient was at home and heard a low steady tone coming from the controller.  Controller face displayed parameters but no alarm indications.  Patient called coordinator to state that this was the second time he had heard this and that he was sure it was coming from the controller.  An identical sound had occurred 2-3 months earlier that he did not relay to the coordinator at that time. Per engineering they had not heard of this occurring before.  Log file review did not reveal any alarms.  Engineering recommendation was to exchange controller and return.  Site wishes to have a report of findings sent to them regarding controller.  Controller exchanged in clinic and it was stated that the patient tolerated well. No additional information available.